Event description:
A 37 year old female admitted because she was found to have blood culture that was positive for staphylococcus and enterobacter. She was completely asymptomatic at the time of her admission, the bacteremia was traced to neostar triple lumen catheter. She underwent a 10 day course of IV antibiotics, the blood was cleared of bacteria within 24 hours of admission.